Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the surgeon side cart (ssc) power supply. The fse then completed some power cycles to test the system and make sure no issues were found. The fse completed system verification without any issues and notified operating room (or) staff that the system was ready for use. Isi received the medical grade power supply (mgps) involved with this complaint and completed the device evaluation. Failure analysis tested the mgps on the printed circuit assembly (pca) test system. The system booted and failed with error 417 due to the mgps. There was no image or video clip submitted for review. An event verification review confirmed that the paraesophageal hiatal hernia procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error 417 ¿ one of the redundant power supplies is failing in the mgps in (B)(4). See error 55004 for the serial number of (B)(4). This complaint is considered a reportable event due to the following conclusion: the fse replaced the mgps after the start of the procedure due to the repeated loss of power. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the site had an ongoing issue of power being lost on the surgeon side cart (ssc). The technical support engineer (tse) inquired if any troubleshooting was performed prior to calling in or over the last few days, site stated that possibly facilities inspected the outlets in the room but was unsure. Outside of that, the site¿s biomed department was unaware of any troubleshooting performed. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.